Event description:
Caller states the patient tested 1.8 inr on the coaguchek s system and 2.3 inr on a comparison lab. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in a foreign country.